Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and cracked lcd glass. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported the insulin pump screen was cracked and parts of the screen were not readable. Customer's blood glucose was 197 mg/dl. The damage to the device occurred when customer fell onto it. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.